Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that pocket erosion and infection was noted. ICD and leads were explanted. Patient was stable prior, during and post procedure.